Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the tubing connector when the patient got up in the morning. The site location was right side of patient's abdomen and the pump was in the left pocket. The infusion had been used for four days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.